Manufacturer narrative:
Evaluation, results: inherent risk of procedure (failure to deliver stent and stent deformation) ; patient condition affected effectiveness of the device ( lesion had moderate tortuosity and severe calcification and 100% stenosis); deformation problem. Conclusion: known inherent risk of procedure (failure to deliver stent and stent deformation); device failure/lack of effectiveness related to patient condition device (lesion had moderate tortuosity and severe calcification and 100% stenosis). (B)(4).

Event description:
Physician attempted to deploy an endeavor sprint 2.5x24mm stent. Target lesion was in the distal rca. Lesion had moderate tortuosity and severe calcification and 100% stenosis. Lesion was pre-dilated with a 2.5x15mm balloon to 11 atm. Resistance was encountered when advancing device and stent could not cross lesion. Stent was noticed to be deformed when removed from the patient. Physician feels that deformation was caused by the difficult lesion morphology. No patient complications were reported. Device evaluation: the stent was positioned between the marker bands as per specifications. The 5th and 6th distal stent segments were misaligned and slightly raised . The tip was pinched and kinked.